Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to keypad connector unlocked on lcd board. No button error alarms or frozen display noted. The keypad traces was inspected and no anomalies noted. Unable to perform unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or displacement accuracy test due to unresponsive buttons. After locking keypad connector the operating currents are within specification and the insulin pump passed self-test. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer went to the emergency room on (B)(6) 2017 as result of their high blood glucose level of 414 mg/dl. The customer was treating their blood glucose level with the insulin pump and was given an injection. The customer was extremely nauseated and had stomach ache and headache. The customer was off the insulin pump less than 48 hours prior to hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.